Manufacturer narrative:
No patient information provided after contacting customer (B)(6) 2022 and (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no patient injury.